Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the patient had a mahurkar triple lumen dialysis catheter and the 3rd lumen (infusion line) burst. The customer states the nurse noticed a large amount of blood near the patient's right groin then found that the 3rd port of the catheter had broken off. It was reported that the nurse then clamped the line and stopped the bleeding. The customer also reported the patient required a blood transfusion as a result of the incident.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.